Manufacturer narrative:
Imdrf device code a050502 captures the reportable event of a device misfired. Boston scientific corporation initiated an investigation to further evaluate the failure mode related to "cage failure to catch needle" and found that the inability to catch the needle is caused by an interaction between the needle and the spring catch components of the capio slim suture capturing device, which was not appropriately considered in the design tolerance arrangements of the device. Even though the device was not returned, based on the event description and manufacturing month reported in this complaint, the conclusion code assigned is "cause not established." Additionally, the reporting event of "device misfire" will be assigned to the as analyze cause code of "cause not established" as well, since based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. Additionally, without proper evaluation of the device or objective evidence, it remains unknown the most probable causes that could have contributed to the event.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament fixation for an apical repair procedure performed on (B)(6) 2024, for the treatment of vaginal prolapse. During the procedure, the capio device misfired, and the suture dart was not caught in the cage. Multiple attempts were made to deploy the suture; however, they were unsuccessful. The procedure was completed with another capio slim device. There were no patient complications reported.